Event description:
(B)(4). Initial report: this non-serious case from (B)(6) was reported by a consumer to our local affiliate (B)(4). This case involves a female patient (age nos) who received two treatments of poly-l-lactic acid (sculptra) on the back of her hands. Relevant medical history and concomitant medication information were not mentioned. On both occasions of poly-l-lactic acid administration, the patient developed small bumps on the back of her hands. The first three bumps were taken out mostly by the physician when she visited for the second treatment. Now the patient has another six bumps which have appeared. The patient also reported that she had a huge amount of bruising after the second treatment. The patient is due to have another treatment, and she has been told that there will be no problem clearing these new bumps. (B)(4); reporter's causality assessment: not provided.

Manufacturer narrative:
Additional information received on 06/11/2008: (B)(4) results revealed: brr (batch record review) without hint to root cause. No faults, defects, damages detectable. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in (B)(4). The review of the DHR (device history records) and of the analytical results of these batches didn't show any anomaly that could be related to the event occurred. The investigation results show that this kind of event isn't batch related. Conclusion: no faults detectable.